Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The computer was replaced, ran fix disk on hard drive, configured input network and loaded sensor calibration files. The system was tested and is operating as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system locked-up. No pt injury was reported.